Event description:
Additional information received reported that there was no issue identified with the phenom catheter that was used. The cause of the pipeline failure was not determined.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Product analysis: as found condition: the pipeline flex braid was returned for analysis withing shipping box; within a plastic bio-pouch; and within a small jar. The pipeline flex pushwire was not returned for analysis. Therefore, any contributing factors could not be assessed. Damage location details: the braid was returned already detached from the pusher; therefore, the proximal and distal ends could not be identified. One of the ends of pipeline flex braid appeared to be not fully opened due to damaged braid. The other end of the pipeline flex braid was found fully opened and damaged. No other anomalies were observed. Testing/analysis: n/a medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Medtronic received a report that a pipeline failed to open at the distal end and was damaged. The reported device and accessory devices were prepared as indicated in the instruction for use (IFU). The patient was being treated for an unruptured m1 horizontal segment aneurysm with a saccular morphology. Aneurysm dimensions: max diameter 3 mm and neck diameter 2 mm. Landing zone (artery size): distal 2.1 mm and proximal 3.5. The patient¿s vessel tortuosity was minimal the fg15150-0615-1s catheter reached the distal end of the diseased vessel, and the ped-350-18 stent was successfully advanced to the target location. However, after deploying a certain length, and despite multiple adjustments using standard procedures, the distal end of the stent could not be opened. Upon withdrawal and external inspection, and deciding to treat the small wings in vitro, it was found that the stent's distal end was severely deformed and could not be opened, and the proximal end was also non-functional. The stent was replaced with a ped-350-16, which was successfully deployed with good wall apposition, allowing the surgery to be completed successfully. Postoperative angiography showed favorable results. Dapt (dual antiplatelet treatment) was not administered. The pipeline was not positioned in a bend. More than 50% of the pipeline had been deployed when it failed to open. The pipeline was resheathed less than or equal to 2 times. There were no additional steps or other devices required to open the pipeline. The pipeline was removed from the patient. The pipeline was resheathed and removed with the microcatheter. There were no patient symptoms or complications associated with this event. Ancillary device: phenom catheter fg15150-0615-1s.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Medtronic will submit a supplemental report if additional relevant information becomes known.